Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. It was noted the atrial pace impedance was steady at approximately 850 ohms through (B)(6) 2014, then began to gradually rise and measured out of range (> 3000 ohms) starting (B)(6) 2015. The atrial bipolar lead impedance warning for impedance > 3000 triggered on (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in pacing impedance and high impedance was observed. The ra lead remains in use. No patient complications have been reported as a result of this event.